Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, brown particles on the shell, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as surgical impact. - missing shell assessed as inconclusive.